Manufacturer narrative:
A ge service representative performed an on site investigation. The video control cable was replaced during the service call. The system was found to be working and put back into service.

Event description:
The customer reported that the stenoscop system had no image on the monitor. No pt injury was reported.